Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) had open package. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about exposed vinyl in original box and product in open condition. When the customer opened the original box (10 boxes), the vinyl inside was exposed on the outside and the product was in an open condition with the clear tape sealing it.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) had open package. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about exposed vinyl in original box and product in open condition. When the customer opened the original box (10 boxes), the vinyl inside was exposed on the outside and the product was in an open condition with the clear tape sealing it.